Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl (implantable collamer lens). The lens will be rotated (repositioned) for astigmatism. The lens remained implanted. Additional information has been requested but none has been forthcoming.